Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient complained of chest pain and their blood pressure began to drop. It was determined a perforation resulting in pericardial effusion had occurred. A pericardial puncture was performed and the device remains in use. No further patient complications have been reported as a result of this event.